Manufacturer narrative:
(B)(4). Date of event: on (b)6) 2014, the hp experienced shortness of breath and chest pain. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. The device pneumatic system analysis revealed no leaks and all pressures were correct and stable. The device passed all seal, purge, and wet disposable integrity testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. It was reported that the patient had been ¿in and out of the hospital for a while now.¿ two or three days before death, patient was experiencing shortness of breath and chest pain. On the same date the patient went to the hospital and was admitted for ¿something decreased in the lungs, some kind of shift in the heart. The patient was treated with an unknown intravenous (IV) medication for her heart and her daily dialysis. At the time of this report, the husband stated that he did not yet know the official cause of death and a death certificate was not yet available, but he believed it to be due to cardiac failure. It was also reported that there was an unknown virus that caused the cardiac issues. The patient was hospitalized at the time of death. It was not reported if pd therapy was ongoing until the time of death; the patient did not have their own hc device at the hospital. It was unknown if an autopsy was performed. No additional information is available.